Manufacturer narrative:
. H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a fenestrated endovascular aortic repair, a flexor high-flex ansel guiding sheath leaked. An unspecified lunderquist wire was inside of the sheath when the valve leaked blood and would not maintain hemostasis. Resistance was not encountered during insertion or advancement of the wire through the sheath hub. Another manufacturer¿s sheath was used to complete the procedure. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.